Event description:
According to the reporter, intra-operatively in a roux-en-y gastrojejunostomy/ gastric bypass, the device needle broke off and fell into the patients cavity, it was retrieved using a laparoscopic grasper. A new endostitch needle was opened and loaded on the same device to resolved the issue and complete the case. The patient was alive with no injury. The device is not expected to be returned for evaluation.